Event description:
When attempting to attach the syringe for blood draw, it was noticed that the intravenous (IV) tubing was cracked and broken. Pink top also cracked and unable to be used. Clinical team needed to pull IV and start a different IV in a new location. Other issues noted with the 20 gauge include difficulty retracting and separating the needle from the catheter hub. Unfortunately, no lot # provided.